Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® push button blood collection set there is no sheath on the needle.

Event description:
It was reported that before use of the bd vacutainer® push button blood collection set there is no sheath on the needle. 400 units were reported to be affected. Dates / times and or patient information is unknown.

Manufacturer narrative:
Correction: describe event or problem: it was reported that before use of the bd vacutainer® push button blood collection set there is no sheath on the needle. 400 units were reported to be affected. Dates / times and or patient information is unknown. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a missing IV needle protector with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for a missing IV needle protector with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.